Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was shutting down, with no prior alert indication on the screen and had a pump error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The run current measurement tests are within specification. Unit also passed displacement test, self test and off no power alarm test. Insulin pump passed unexpected restart alarm test. No unexpected restart alarm anomalies noted. No failed battery test alarm noted during testing. However device failed stop (idle) current measurement, problem isolated to electronic assemblies.